Manufacturer narrative:
(B)(4). The customer will be ordering part when available to replace the broken unit. The suspect occluder cap was disposed of by the user facility.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occluder head cover was broken. The device was not changed out, as they are using hemostats instead. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) shipped a replacement part (end cover assembly) to the perfusionist (ccp) from van stock. Further follow up with the user facility indicated that the user facility¿s biomedical engineer (biomed) installed the new part and the device is working fine. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.